Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 25mm amplatzer amulet left atrial appendage occluder and a 28mm amplatzer amulet left atrial appendage occluder were mis-sized. A 31mm amplatzer amulet left atrial appendage occluder was successfully implanted with no reported implant complications. On (B)(6) 2021, the amulet embolized and was surgically removed with no reported complications. The user alleged that the cause of the device embolization was due to under-sizing and that the "patient might have been in sinus rhythm." While in the intensive care unit (ICU), the patient was on ECMO and passed away due to cardiogenic shock after being removed from ECMO. No additional information is available.